Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 29.3-29.6cm from the distal tip. The etfe coating was intact at this location.

Event description:
It was reported that the lead was explanted and replaced due to fracture. No further information is available.